Manufacturer narrative:
(B)(4). The complaint device was not returned to baxter for assessment and no serial number for the device was provided. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a pump is continuously alarming "upstream occlusion!" (Medication, programmed amount and delivery rate unk). The customer stated that there was no pt injury, and that no medical intervention was necessary.